Manufacturer narrative:
This report is submitted on 14 october 2020.

Manufacturer narrative:
This report is submitted on 15 june 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device.